Manufacturer narrative:
The ge svc rep performed an over the phone investigation. The reported issue could not be duplicated. The sys was found to be working as intended and put back into svc.

Event description:
The customer reported the system would not save images. There was no pt injury or death reported.